Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a significant drop in longevity and engineering review of the device's data was requested due to concern over premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a significant drop in longevity and engineering review of the device's data was requested due to concern over premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the patient underwent a procedure where the s-ICD was explanted. No additional adverse patient effects were reported.